Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and found the probe wash block was plugged with hemolyzed blood. He cleaned probe wash block with 10% bleach solution, replaced probe wash block tubing and flushed lines. Identified failure modes: the failure mode was the plugged probe wash block. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified (plugged probe wash block causing inadequate probe wipe and probe to drip) will likely cause erroneous results for all parameters if the probe were to leak into a presented open vial sample or into the baths causing sample dilution and/or carryover. Product labeling was evaluated: coulter act diff analyzer operator's guide, (B)(4): warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. Approximately one ml of diluent / blood mixture leaked from the probe on the instrument onto countertop. Customer verified that all personal protective equipment of gloves, gown, and goggles were worn at time leak was observed. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.